Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bypass procedure, a failure occurred with the fusion oxygenator. There was a high pressure reading at p1 while p2 remained at normal pressures. An emergency oxygenator replacement was conducted due to intermittent high pressure stopsat p1 exceeding 600 mmhg. It was noted that p1 had previously increased consecutively. Initially, the high-risk pressure was reduced to 80% while preparing for the oxygenator change. After a few minutes, there was an intermittent high pressure stop at p1, prompting an immediate change of the oxygenator. There was no impact on the patient. Medtronic received additional information that the pressure increased slowly and continuously. The customer used the following drugs 1500 ml sterofundin (isotonic solution), 250 ml mannitol (osmofundin), 10 ml (1g) tranexamic acid (cyclocapron), 40 ml sodium bicarbonate 8,4% and 2ml (10.000 i.u.) Heparin. During the pre-bypass circuit with 4,5 l/min, the pressure p1 has shown with 150 mmhg (20 kpa) and pressure p2 has shown with 70 mmhg (9,3 kpa). The heparin dosing monitored continuously by act. The values during bypass where always above 400 sec. The pre and post oxygenator temperatures were respectively 34° c (93,2° f).

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of use. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7lpm blood and gas flows) the results are as follows: 215 mmhg blood side pressure drop. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.